Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation (images are attached in the complaint). Visual evaluation was performed, damaged drive feature has been identified and confirmed. DHR review was completed for the subject lot number 1256061. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256061 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The drive feature has been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
The customer reported that the area around tooth location #19 was prepped to implant protocol but the doctor felt like the inside of the implant stripped when torqued. The implant was removed and replaced with another implant to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ 101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.